Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a 100watt holmium laser with settings of 0.2 joules and 50 hertz. According to the complainant, during the procedure and inside the patient, the tip of the fiber broke off. There was no information if the fiber tip was detached inside the patient and was retrieved. The procedure was completed using a zero tip retrieval basket and another flexiva 200tractp laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.